Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/07/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing stopped working. This occurred during use in a case with no patient effect. The pump run dry, and membrane was crushed. This case was completed by new product of same product number. No patient harms.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. The most common causes for a flattened/compressed neoprene are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.